Event description:
The MFR received info alleging an everflo oxygen concentrator's power cord shorted. There was no report of pt harm or injury. The investigation is still ongoing for this issue. A follow up report will be submitted when the MFR has completed the investigation.